Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device activated when the surgeon was shutting the jaws. The activation button was not being pressed. The surgeon tried to replicate the issue but was unable to do so. There was no pt injury.